Event description:
During preparation, the guidewire became caught on the distal end of the device and could not be removed. The procedure was completed with a second device. There were no clinical consequences.

Manufacturer narrative:
(Caught on distal end).